Event description:
When opening packaging of inflating bag the peep valve is found to be cracked and can not be used on patients. This is a life saving product to maintain an airway and if not discovered prior to use on a patient for resuscitation could cause patient harm. The cracked peep valve housing was found in lots 000103004 and most recently lot 0001127073 - 17 quantity found in storerooms and unit storage with the cracked peep valve housing. Manufacturer response for resuscitation bag flow inflating, airlife baby safe flow-inflating resusitation device 1 liter bag (per site reporter): notified company and rep. Mailing it to quality.